Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications regarding tightness of the gas pathways inside the ventilator at the time of the event while the ventilator was used for ventilation. The root cause was determined to be a defective pressure sensor assembly (and leakage). In consequence the pressure sensor assembly was replaced. There was reported patient harm (bleeding) during the replacement of ventilator when the tracheal tube was replaced, and this is independent from the ventilator itself. The final status of health of the patient was not indicated.

Event description:
During inspirational hold, pressure loss. So much loss that staff decided to replace the tube in the patient. This replacing caused a bleeding. The patient could be helped. During expiration hold, there is no pressure loss. This happened during respiratory treatment with a high pressure. >30 mbar. Vti compared to vtout differences whit in tolerance.